Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc) resulting in pacing inhibition for less than two seconds. The patient was not pacemaker dependent. The lead was observed to have dislodged. A revision procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned and remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.